Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that angina occurred. In (B)(6) 2014, the patient presented unstable angina with objective evidence of ischemia and was referred for cardiac catheterization which revealed the target lesion that was located in the distal right coronary artery (rca) with 75% stenosis and was 16mm long, with a reference vessel diameter of 3.00mm. The target lesion was treated with pre dilatation and placement of a 3.00x20mm study stent with residual stenosis of 0%. Six days post index procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2015, site has reported an event of stable angina. No corrective action has been taken to treat the event. At the time of reporting, outcome of the event was considered to recovering/resolving.